Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but the device did not produce sound. The rse determined that the speaker assembly needed to be replaced. The customer ordered and received a replacement speaker to resolve the issue.

Event description:
It was reported that the intellivue multi-measurement module x3, indicating a speaker malfunction inop is displayed and no sound. The device was not in use at the time of the event. No adverse event occurred.